Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: unknown finn femoral component, catalog #: unknown lot #: unknown. Unknown finn tibial tray, catalog #: unknown lot #: unknown. Unknown finn bearing, catalog #: unknown lot #: unknown. This investigation is still considered to be closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09566, 0001825034-2017-10498.

Manufacturer narrative:
(B)(4). Report source: literature cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The journal article reported 4 cases of patellar instability occurred post-operatively.